Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - screws: locking was broken at the head-shaft union, the broken head of the device was received in the physical evidence provided. The broken shaft of the screw was not received and remain inside the patient according to the x-rays provided. No other issues were found. A dimensional inspection for the unk - screws: locking was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - screws: locking would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that, the patient underwent the osteosynthesis surgery for calcaneus with the va- calcaneal plate one and a half year ago. The surgery was completed successfully without any surgical delay. After the surgery, the removal surgery was performed on (B)(6) 2023 as bone fusion was achieved. In the removal surgery, the events took place as follows: one screw broke at the head and the shaft part remained in the patient's body. The heads of the 3 screws stuck to the plate and were difficult to remove. As a result, the plate was removed, but the extraction drill bit in question was broken. The shafts of the 3 stuck screws could not be removed and remained in the patient's body. It was confirmed from the x-ray image that no fragments other than the tip(shaft part) of the total 4 screws remained in the body. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. During manufacturer's preliminary investigation of the returned devices it was identified that one more locking screw is broken. This report is for one (1) unknown locking screw. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.